Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient had left side flaccidity and upward gaze. Stat head computed tomography showed right cervical internal carotid had a small area of severe narrowing. Neurology was consulted and recommended keeping mean arterial pressures higher, 70-100. Similar transient ischemic attack like episode occurred three hours later. The patient also had a run of ventricular tachycardia (vt) followed by a 17 second run of ventricular fibrillation. Implantable cardioverter-defibrillator was shocked once. The patient had vt requiring start of amiodarone drip and bolus. The patients outcome is stable.